Event description:
The contact stated that she tested the customer's blood glucose using his contour meter and a prestige meter. The contour read 312 mg/dl, while the prestige meter read 76 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.